Event description:
It was reported that (2) devices were used during a lung biopsy. It was reported by the affiliate that the et45g instrument was tired to be fired twice and both times it misfired. A new instrument was used to compelte the case. There was no consequence to the pt.